Manufacturer narrative:
Concomitant medical products: product ID: lnq11, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the incorrect implantable cardiac monitor (icm) serial number was enrolled in the remote monitoring network to a patient from (B)(6). The clinician in (B)(6) received an electrograms (egm) transmission from (B)(6) with the incorrect patient data listed. The clinician corrected the serial number in the network and the patient from (B)(6) could be enrolled into the remote monitoring network. The network remains in use. There was no patient involvement.